Manufacturer narrative:
Evaluation summary: trilens out of spec. An edwards electronic technician evaluated the optical module and found that the trilens was damaged causing the svo2 drift. The trilens was replaced. The service history record was reviewed and all manufacturing requirements were met.

Event description:
Optical module, model om2e was reported by customer as "cable not working, intermittent readings". No patient injury was reported.